Event description:
Patient was implanted with a gore propaten vascular graft (stretch removable ring) in a fem-crural bypass procedure. The patient received marcumar (coumadin) as a post-op medication. On (B)(6) 2010, the patient presented with thrombosis. A thrombectomy procedure was performed and an angiogram was done. The needle for the angiogram was positioned proximal of the distal incision. As the needle was removed and closure of the incision was performed, it was reported that bleeding was observed through the distal portion of the graft. The proximal portion of the graft was re-opened in the groin, and the bleeding was observed through that portion of the graft also. The graft was explanted and a new fep ringed gore-tex stretch vascular graft with removable rings was implanted.

Manufacturer narrative:
Review of the device manufacturing record history. Review of device manufacturing record history confirmed device met pre-release specifications. Investigation is currently in progress.